Manufacturer narrative:
(B)(4). The pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage to the motor was discovered during visual inspection. The device was unable to perform any functioning tests due to blank display. The pump received with a minor scratched lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that, the customer received insulin pump with blank display due to moisture damage. The blood glucose was 157 mg/dl at the time of the incident. Customer reports the pump was exposed to fluid in the past with no moisture visible in pump. Button error alarm is present in history at or around the time that the pump was exposed to moisture. The customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.